Manufacturer narrative:
Analysis received the unit with a cracked and bleeding lcd glass. There was no blank display noted when the battery was inserted into the battery tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.